Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made by tandem clinical support to acquire further information, however, no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.